Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: upon visual inspection of the two pictures received for evaluation, it was observed two labeled winding former and two strands dispensed with the needle broken in two sections product code j316. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: what was the procedure called? Breast surgery. What is the lot number? Unknown. According to the attached photos, the needles are the ones that seem broken. Could you confirm that this event is about broken needles? Yes. Confirm the specific number of patient events: 2. Device return status: not available. Note: events reported in 2210968-2021-07350.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences. No additional information was provided.